Event description:
Patient in operating room for wound vacuum application to right lower extremity. Machine would not work; kept reading "canister not engaged" despite multiple attempts to reset and reconnect canister. Machine had to be replaced. There was no harm to the patient, although he was anesthetized for 12 minutes while waiting on replacement machine.